Event description:
The pt rec'd an scs system on (B)(6) 2011. It was reported that the pt also has an ICD implanted. To date, no pt complications have been reported related to this event. As such, there are no plans for explant of the pt's scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.